Event description:
The customer reported the gastrointestinal videoscope had an air/water supply defect. There were no reports of patient harm due to the reported event. The device was returned for evaluation. During the device evaluation, foreign objects were found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following phenomena were also identified during the device evaluation: the water supply volume did not meet the standard value due to clogging of the nozzle; the play of the up/down knob was out of standard value due to wear of the angle wire; the connecting tube had a scratch; the connecting tube had a dent; the plastic distal end cover had a scratch; the adhesive around the light guide lens was peeled; the adhesive around the objective lens was peeled; the scope connector cover unit had a scratch; the suction connector had discoloration; the suction connector had a scratch; the universal cord protector on the suction connector side had a scratch; the universal cord protector on the control section side had a scratch; the universal cord had a wrinkle; the universal cord had a scratch; the image guide protector had a cut; the grip had a scratch; the scope cover had a scratch; the switch box had a scratch; switch four had wear; the suction cylinder was shaved; the forceps elevator lever had a scratch; the forceps elevator knob had a scratch; the up/down knob had a scratch; the right/left knob had a scratch; the control unit had discoloration; the control unit had a scratch; water removal ability did not meet the standard value due to clogging of the nozzle; the adhesive on the bending section cover had a crack; the adhesive on the bending section cover had a chip; the bending section cover had a scratch; the connecting tube had discoloration; and flare occurred due to damage on the charged coupled device unit. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) (documented here due to character limitation in respective field).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU): instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.